Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Exact date of event is unknown. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
It was reported that the patient experienced pain and shocking sensations at their ipg site. Surgical intervention occurred on (B)(6) 2023 during which the ipg was explanted and replaced to address the issue.